Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection found damaged front bezel. The unit was opened and found nothing loose or damaged inside. Functional evaluation revealed that the controller did not function as intended. All coagulation output voltages were not able to be tested due to the coag set points could not be changed and stayed on zero and the flow control valve does not function when activated. Further testing revealed all ablation output voltages fell within specified ranges. The complaint was verified and the root cause was determined to be due to electrical component failure. Factors that can lead to "non-responsive coagulate display" include: 1. Failure of an internal component causing the coagulate settings to not work. 2. Failure of an external component causing the coagulate settings to not work. 3. Damage sustained to the controller could been caused by coming in contact with another portable object/machine, bad handling practices or being dropped. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure the device's settings could not be adjusted. No backup device was available. No delay or patient injury was reported.